Manufacturer narrative:
One medfusion pump was received with no noticeable physical damage. The event history log was reviewed and there was nothing pertaining to the reported issue. Multiple flow and occlusion tests were performed as well as an inspection and calibration check. The reported issue was unable to be duplicated. The pump's size position and force was within factory specification. The bottom case was replace due to a crack, but there was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical medfusion pump used with an "rr" neonatal intensive care unit (nicu) feeding tube read failure. There was no patient injury or involvement.